Event description:
Information received with return of the device does not address the patient's clinical status but notes that during the implant procedure, while preparing the device for lead insertion, the device exhibited hardware reset. Attempts to reprogram the parameters and reinterrogate after the programmer was powered down were unsuccessful.